Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that a bd pyxis¿ es server had a station was functioned slowness. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d concomitant med prod data #. Upon investigation of the actual device used in this incident, it was determined that the system was performing slowly. A technical support specialist dialed into the station and server to verify network settings, confirmed 100 mbps half duplex according to knowledge article (change speed & duplex on rss command shell), and checked that the station had not rebooted in 64 days according to knowledge article (station slow login netbios). After rebooting, performed system checks, backed up and shrank the database, repaired medapp, and completed a full sync following knowledge article (proper datasync procedure & how to place new db in es station). Despite initial improvements, the station entered retry mode due to a purge query error. The tss identified the issue in the datasync debug, ran the necessary query on the server following the knowledge article (retry - insert into purge.purgestatistics), restarted datasync, and confirmed stable synchronization. The station was rebooted. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server had a station was functioned slowness. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.